Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was not confirmed. However, restart detection was found in connection to the reported allegation. A probable cause could not be determined.